Manufacturer narrative:
Recall - 1627487-12192011-003-r. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient had trouble charging the ipg. Replacement charger sent was unable to resolve the issue. Surgical intervention may be taken at a later date to address this issue.

Event description:
Follow up information identified the patient's ipg was replaced with a new one.